Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
The doctor implanted the catheters in (B)(6) 2011 in a pt; the catheter is in use for hemodialysis w/o presenting any problem. In (B)(6) 2013 during a dialysis treatment, the nurse realize that some blood was coming out of the catheter at the hub level; they removed the removable hub and found it full of blood and realize that there was a leakage from the catheter. The doctors explanted the catheter the (B)(6) and put a new catheter in the pt.